Event description:
A nurse reported during a case a system message occurred twice. After the first system message was displayed, the system was rebooted and the message was cleared. The second system message occurred during irrigation/aspiration (I/a). The nurse was able to maneuver through the remainder of the case via the touchscreen. There was a 10 minute delay in surgery. There was no patient injury reported.

Manufacturer narrative:
The facility called in to technical services and a new footpedal and cable were ordered. The replaced footpedal will be returned for in house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).